Manufacturer narrative:
The implant was returned disassembled. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control.

Event description:
It was reported that during the procedure the mobi-c implant moved when the surgeon attempted to remove the peek cartridge. However, product evaluation by a zimmer biomet employee found the mobi-c implant to be disassembled. There was no reported patient harm and no further surgical information provided.